Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, premature battery depletion was observed. The patient is pacemaker dependent. The device was explanted and replaced. The patient condition was good. There were no adverse events.

Manufacturer narrative:
No conclusion code available. The reported longevity anomaly was confirmed in the laboratory via review of the programmer printouts. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the reported longevity anomaly could not be determined.